Manufacturer narrative:
Investigation: the machine was checked out by a terumo bct technician. The tech was unable to duplicate the reported alarm conditions. A sensor check, saline run, and autotest were completed successfully during the checkout. The service history for the past year was evaluated and there was no previous service that could reasonably contribute to the reported condition. An internal report indicates no further related issues have been reported for this device. The run data file was analyzed for this event. Based on the available information, it is possible the patient hct that was entered at the beginning of the second procedure was likely falsely high. Root cause: the root cause of potential over-depletion was that the customer entered a falsely high patient hematocrit that was too high in conjunction with doing a second depletion. Correction: the customer was given feedback to take a new patient hematocrit prior to starting a second procedure and considering doing only exchange for the second depletion/exchange procedure.

Event description:
The customer was performing a depletion/red blood cell exchange procedure and they received multiple fluid balance alarms that eventually forced the operator to end the procedure. The customer decided to start the procedure over using a new disposable set. Terumo bct performed run data file (rdf) analysis of the procedures. It was determined through the rdfs that the depletion portion of the first procedure had completed. When the second procedure was started, the operator selected to perform another depletion/exchange procedure, and entered the same starting hematocrit (hct) that was used for the first procedure, despite having already depleted the patient. The optia had provided an estimated end hct of 33% at the end of the first procedure, but the operator entered 40% as the patient hct at the start of the second procedure, which had the possibility of depleting the patient lower than the targeted hct minimum of 32%. The md on staff was notified and ordered 500ml of albumin be administered to the patient in response to the fluid balance alarms. The patient was feeling fine at the end of the second procedure and was released to go home. Per the customer, the end goal hct was 37% and the end lab value of the patient was a hct of 38%. The customer declined to provide patient information. The patient's gender and weight were obtained from the run data file.

Manufacturer narrative:
This report is being filed to provide additional information. Correction: the device failed safe with an alarm.